Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. Upon attempting to come out of tether mode, the device dislodged and became free. It was observed that the device migrated to the right atrial floor. The lp was retrieved and removed, and the procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.